Event description:
The company rec'd a report where it was claimed that the cuff would not deflate during pt use. The caller reported that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Part number # 316-70 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.